Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip could not be fed into the jaw and ejected. When the device was fired without tissue outside the patient, all clips ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.